Event description:
It was reported that the g3 nail broke and required revision.

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.